Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A theater sister reported that the "phaco wouldn't work" during a cataract with intraocular lens implant procedure. The staff primed the handpiece before starting surgery with no errors. The hospital then tried to reprime, but it wouldn't work. There was no patient harm reported.